Manufacturer narrative:
Correction: should have been blank rather than (B)(4)-2017.

Event description:
It was reported that the patient presented in the emergency room after receiving an elective replacement indictor (eri) notifier. It was noted that during a follow-up 5 month prior, the asymptomatic patient's implantable cardioverter defibrillator had an estimated 4 years left in longevity. Premature depletion was suspected. The device was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.